Manufacturer narrative:
H4: device manufactured in july 2021. H10: the actual device was not available; however, retention samples were evaluated. A review of the retention samples revealed the units met specifications. The reported condition was not verified during review of the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred on unspecified dates of 2023, further described as "the passed 2 months". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of uromatic y type tur/cont bladder irr sets were faulty; the plastic clamps on the line become unclamped or do not clamp properly. There was backflow of fluid from the full bag to the empty bag. This was discovered during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.